Event description:
While checking the anesthesia machine pre-operatively, an occlusion was found in the airway circuit. It appears that a thin disc of plastic was causing the obstruction inside the tubing at the connection of the corrugated tube and the cuff. There are several possible lot numbers from which this circuit came: 03072013t11; 12202012t08; 04232013t30; and 03222013t23.